Event description:
During an in clinic follow up, episodes of inappropriate shocks due to an in an incorrect interpretation of signals was observed on the device. Technical support was contacted and it was noted the device performed according to the programmed settings and no malfunction was observed. Technical support recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.